Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system for a shock impedance measurement greater than 125 ohms. A boston scientific technical services consultant documented the reported clinical observation. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system for a shock impedance measurement greater than 125 ohms. A boston scientific technical services consultant documented the reported clinical observation. No adverse patient effects were reported. It was reported that upon review of the stored data, the shock impedance trend showed a gradual increase over the past year from approximately 85 ohms to 128 ohms. All other lead measurements appear stable. A boston scientific technical services consultant discussed the potential reasons for the clinical observations and recommended troubleshooting. Confirmation was received that the associated right ventricular (rv) lead is manufactured by boston scientific. However, no information has been received in regard to troubleshooting including a commanded shock to assess the associated right ventricular (rv) lead. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system for a shock impedance measurement greater than 125 ohms. A boston scientific technical services consultant documented the reported clinical observation. No adverse patient effects were reported. It was reported that upon review of the stored data, the shock impedance trend showed a gradual increase over the past year from approximately 85 ohms to 128 ohms. All other lead measurements appear stable. A boston scientific technical services consultant discussed the potential reasons for the clinical observations and recommended troubleshooting. Confirmation was received that the associated right ventricular (rv) lead is manufactured by boston scientific. However, no information has been received in regard to troubleshooting including a commanded shock to assess the associated right ventricular (rv) lead. The system remains in service and no adverse patient effects were reported. This supplemental corrected report is being submitted to correct the h1. Type of reportable event field.